Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump on their own, but the malfunction code recurred. Technical support provided pump reset information and confirmed the reset was properly done, but the issue persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.